Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this right ventricular (rv) lead, the patient sustained a pneumothorax. The physician discovered the observation after the second failed series of defibrillation threshold (dft) testing. The rv lead was successfully repositioned, and the patient had successful dft at 21 joules after a chest tube was inserted. No further complications have been reported.